Event description:
A report was received that the patient had staphylococcal infection. The patient underwent an explant procedure. The physician confirmed that the infection was not device related. No device malfunction was suspected.

Event description:
A report was received that the patient had staphylococcal infection. The patient underwent an explant procedure. The physician confirmed that the infection was not device related. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient's infection was located at the ipg site. No patient symptoms were noted. It was believed that the infection was not procedure related.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.